Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2024 states that a new device was used to complete the procedure. There was no patient harm. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. The pusher was observed to be tilted downwards into the staples. Proper functional inspection could not be completed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. A device history record review was performed and no relevant findings were identified. A CAPA was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to severe staple misalignment. The CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Other remarks: n/a. Corrected data: n/a.